Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified high scan result on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced perspiration, a loss of consciousness, and was unable to self-treat, requiring milk with sugar and toast from their spouse for treatment. There was no report of death or permanent impairment associated with this event.